Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic on (B)(6) 2020. The clinic was unable to interrogate the patient's pacemaker via radio frequency, so a magnet interrogation was attempted to determine battery status. There was no magnet response. The device was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.